Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. It is believed that the failure of this device is most likely due to a malfunction within the analog chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.